Manufacturer narrative:
As the complaint component was not returned for analysis, and the product record review revealed no additional information related to the complaint. The reported allegations could not be confirmed. The event cannot be reproduced or substantiated; therefore, no escalation to ncep, CAPA or scar is required.

Event description:
It was reported that patient underwent a revision procedure of his artificial urinary sphincter (aus) due to pump was leaking. All components were explanted and replaced. No information about the patient outcome is available at the moment. Additional information was received. The fluid loss was attributed to a hole somewhere in the device system. It was identified because the balloon was low on fluid. Patient became incontinent again. The device was implanted in 2005. No adverse patient effects.